Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative the synframe guide rod (part # 387.358, lot # l238867, mfg # 10-feb-2017) was received with the distal portion of the device jammed/seized. The complaint of the broken condition is not confirmed since the device is not broken but jammed/seized. The construct is very rigid and will not move when it should be able to move and be adjusted to the desired position. Dimensional analysis was not performed as there is no relevant dimension to the device being jammed/seized. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 387.358, lot: l238867, manufacturing site: (B)(4), release to warehouse date: 10.feb.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection at field stock location, it was observed that the synframe guide rod was found broken. There was no patient involvement. This report is for one (1) synframe guide rod. This is report 2 of 2 for (B)(4).